Event description:
The healthcare professional reported that during an endovascular embolization of an aneurysm, the 90 cm cerebase straight distal access (da) guide sheath (gs9090sd / 31054233) was damaged; it was noticed when there was bleed back that occurred through the crack in the catheter. The damage is where the catheter meets the strain relief segment at the proximal end. This did not go inside of the patient. The reported issue resulted in a 2-minute delay in the procedure, but the procedure was successfully completed. There was no report of any negative patient impact. On 02-jan-2024, additional information was received. The information indicated that this was not an adapt (direct aspiration first pass technique) case. The procedure was completed with another cerebase catheter.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, gender, weight, race, and ethnicity were not provided. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31054233) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 19-jan-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 90 cm cerebase straight distal access (da) guide sheath was received contained in the decontamination pouch. Visual inspection was performed. Dried blood residues were found on the entire length of the catheter shaft. The device was observed fractured in the area just next to the ID band. No other damages were observed. The entire length of the device was inspected under the microscope. No other damages were observed on the device. The fractured area was inspected and it was observed that the braided mesh was exposed by the fracture. The inner diameter (ID) and outer diameter (od) of the device were confirmed to be within specifications. No issues regarding the manufacture of the device were found. The ID band was affixed correctly and did not show any signs of overheating during attachment. The most likely cause of failure is due to extreme torsional loading since the shaft wall showed signs of torsional failure. A review of manufacturing documentation associated with this lot (31054233) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue regarding the catheter being damaged was confirmed. The fractured condition observed during the visual inspection suggests that inadequate manipulation may have contributed to the defect encountered. According to the risk documentation, a catheter being damaged is a potential issue that can occur due to an inappropriate handling catheter during the device removal from the package. The instructions for use (IFU) include precaution to inspect the guide sheath upon removal from packaging to verify that it is undamaged. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages from leaving the facility. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following caution: exercise care in handling the cerebase da guide sheath to reduce the chance of accidental damage. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.